Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.(B)(4)

Event description:
It was reported to physio-control that the customer's device had powered off by itself. There was patient use associated with the reported event. Further information on patient details and patient outcome was not provided.